Manufacturer narrative:
The customer was sent replacement.

Event description:
A customer contacted beckman coulter inc. (Bci) stating a total bilirubin (tbil) kit was received damaged and leaking. No injury was reported.